Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the caller saw an impedance value as being higher than normal when tested at 3.0v. The caller was concerned with 0/3 contact pair on the left side: c/0 3818, c/1 3312, c/2 3225, c/3 4667, 0/1 2674, 0/2 3518, 0/3 5401, 1/2 2362, 1/3 4221, and 2/3 2972. The patient was programmed to c+2-1-0- and didn't have any historical impedances but would contact the programming nurse at the neurologist office to let them know what they saw today. The caller stated the patient was non-communicative but no change in symptoms or issue with the therapy was reported by the patient or family. The patient was to follow up with their hcp. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.